Manufacturer narrative:
The reported complaint of false pause episode due to r wave undersensing was confirmed. The cause of the two false pause episodes were due to r wave amplitude smaller than device programmed r wave detection threshold. The clinic has reduced r wave sensing max sensitivity value. The device was performing as intended.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited undersensing that led to false pause episodes. Programming changes were made. The patient was in stable condition.